Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 where the drg was explanted and replaced with a scs system to address the issue. It is unknown which lead caused ineffective therapy.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8546328.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.